Event description:
Customer's mother reported receiving two motor error alarms during bolus. Mother also reported a stripped battery cap and that the batteries only last three to four days. Customer's current blood glucose reading is 60 mg/dl and has treated with breakfast and chocolate milk. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. All operating currents are within specification. Low battery alarm and off no power alarm functions properly. No motor error alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Insulin pump had stripped battery cap at coin slot, minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.